Manufacturer narrative:
Product ID 7427 lot#. Serial# (B)(4). Implanted: (B)(6) 2007 explanted: product type implantable neurostimu lator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicated that they were in a case to replace the ins and they used a 64002 adapter to connect the extensions to the ins. The caller provided the following impedance values: ref (B)(4). The caller will follow up with the physician and determine how to proceed. Additional information received from the manufacturing representative (rep) indicated that the cause of the high impedances was not determined. They stated that no further interventions were taken to resolve the impedances. They noted that all connections were dry and intact per the physician, and he will see how the patient does post implant on his previous programmed settings. Programming was done in the recovery room and patient was put on previous programmed settings, and getting coverage as before. The explanted device will not be returned.